Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The march 2007 15-month ultra flex tracheobronchial stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trends were noted.

Event description:
It was reported to boston scientific corporation on march 30, 2007, that during the placement of an ultraflex stent system in a male patient, "the stent was positioned and deployed; however, it remained collapsed" and "a cre balloon could not be inserted into the stent to dilate it." The physician removed the device after "grasping it with a biopsy forceps." The patient's condition was reported as "well."